Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x23 mm xience v is being filed under a separate medwatch report. Evaluation summary: analysis of the returned product noted blood visible on the stent implant and on the balloon, consistent with the stent delivery system (sds) being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube was separated 21.1 cm distal to the strain relief tubing, confirming the reported information. The hypotube fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was stretched at the separation. There were multiple bends and kinks noted to the sds. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance and hypotube separation appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery system are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the first three xience v devices (2.5 x 15 mm, 2.5 x 23 mm, 2.5 x 28 mm) attempted to treat multiple lesions located throughout the right coronary artery (rca) failed to cross the vessel described as highly tortuous and heavily calcified. Additionally, the hypotube of the 2.5 x 23 mm xience v separated during the attempts to cross; however, the device was withdrawn without further issue. A 2.5 x 12 mm xience v was advanced; however, this device also failed to cross and the proximal shaft separated during attempts to cross the lesion. The device was withdrawn without further incident. The procedure was completed with the implantation of three xience v stents across a series of lesions in the rca. There were no adverse patient effects reported. No additional event or patient information was provided.